Event description:
This pt with a history of obesity, diabetes, smoking, hypertension, hyperlipidemia, and a family history of cad was admitted within 1 hr of onset of cardiac symptoms. The pt was ruled in for an st-elevation, anterior wall q-wave mi. The pt was given aspirin, plavix, reopro and heparin. Cardiac enzymes were not measured upon admission. At baseline the pt was hypertensive (183/102 mmhg), and had mild cardiomyopathy (ejection fraction between 30 - 60%). Angiography revealed a 99%, 30 mm, de novo, bifurcating, irregular, eccentric, type-c lesion within the bifurcation of the distal left anterior descending (lad) and the 2nd diagonal branch. The vessel was 2.75mm in diameter and there was thrombus present within the lesion. Flow through the vessel was timi ii. The lad/diagonal was double-wired. The lad lesion was predilated with a 2.0 x 15mm balloon inflated to 12 atms. A 2.75 x 33mm cypher select plus stent was deployed to 16 atms with good results. The stent was post dilated with a 2.0 x 15mm balloon inflated to 12 atms. During the procedure, the second diagonal became occluded. Kissing balloons were conducted with a 2.0 x 15mm balloon inflated in the diagonal and a 2.75 x 12mm balloon inflated in the lad. Final residual stenosis was 5% with no evidence of edge dissection, side branch compromise or distal embolization.

Manufacturer narrative:
Pros procedure the pt's cardiac enzymes were elevated (ck and troponin were >5 times uln). ECG showed anterior wall q-waves. This was reported to be a new mi due to the side branch occlusion. No additional treatment was conducted. The pt was discharged the following day in stable condition.cypher select prod (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher prod (cxs).